Event description:
It was reported that the patient presented in clinic due to syncope. Visual examination revealed fracture on the right ventricular (rv) lead. On 12 jan 2024, the physician elected to cap and replace the rv lead. The patient was in stable condition.